Event description:
Reporter indicated that patient is experiencing pains in the chest. It was reported that the patient has "always had these pains" in the chest. The pain was described as going from left to right and right to left. Additionally, the patient reports that the left arm pit feels irritated with a stinging feeling and itches all of the time. The patient reports sore feet and weak knees. Investigation to date has been unable to determine whether the chest pain is cardiac related.